Event description:
Litigation alleges patient suffers from metal debris, metalosis, pseudotumor, elevated cobalt chromium metal ion levels, pain.

Manufacturer narrative:
(B)(4). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and insert. Per procedure, these devices are exempt from device history record review. One other report was found against the femoral stem and no other reports were found against the acetabular cup. A review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. X-rays were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update received on nov 10, 2015; pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported right hip revised (B)(6) 2015, patient with clicking and popping sounds, decreased strength and function of hip, and congenative heart failure with heart transplant related to metallosis. There was nothing in the medical records to support heart issues related to metallosis or the total hip arthroplasty so that is not being reported at this time. The revision surgical report noted mild oxidation at the trunion, burnishing on the neck, probable implant impingement, osteolytic lesions, full-thickness defect with small contained hole, increased metal ions, metallosis, pseudotumor, and the acetabular component malpositioned with significant anteversion and somewhat horizontal. The acetabular shell added to complaint for malposition.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # : (B)(4).